Event description:
A falsely elevated troponin I result of 1.53 ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was tested again on the same instrument and results of 0.08 and 0.08 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument by a dade behring field service rep indicates that the most likely cause for the falsely elevated tropnin I result is problems with the r1 probe arm gear.